Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4).

Event description:
Complainant reports "doctor cannot inject air into tube's balloon." No harm or injury to patient.